Event description:
It was reported that when t1 deployed,t2 coudn't be deployed. A backup device was available to complete the procedure with no significant delay or patient injuries reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no ts or suture remains on the delivery needle. Approximately 12.5 inches of suture was returned not ts. Examination of the suture showed no abnormalities. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. This investigation could not identify any evidence of product contribution to the reported complaint.